Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for routine follow-up. The right ventricular lead exhibited intermittent capture. No medical intervention was performed. The patient was stable post event.

Manufacturer narrative:
A partial lead measuring 6.3cm was returned for analysis. The damage found was sustained during surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
New information received on (B)(6) 2018 indicating that the lead was explanted on an unknown date. No further information was available.